Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "a hysteroscopic resectoscope and its matching resectoscope loop were used during the procedure. While resecting the intrauterine lesion, the surgeon observed a metallic strip-like object within the uterine cavity under the visual field. Immediate inspection of the resectoscope loop revealed that approximately 5 mm of the front-end metal ring had detached, though the internal wire remained connected. The damaged loop remnant was promptly removed on the operating table. However, during retrieval near the vaginal fornix, the remnant disappeared from the visual field. It was initially suspected that the remnant had been flushed out by the hysteroscopic distension fluid, but repeated examinations of the external fluid collection bucket did not locate the residual fragment. A c-arm was immediately used for fluoroscopic examination, which confirmed that the metallic remnant remained within the patient's vagina. A secondary surgical inspection was immediately performed, and the metallic strip was eventually found on a sterile gauze sponge in the vaginal fornix. After successful retrieval, comparison confirmed that its length and edges matched the damaged section of the resectoscope loop. The surgery proceeded after replacing the resectoscope loop and was completed. Postoperative c-arm fluoroscopy confirmed no residual metallic objects in the patient's body. This incident significantly disrupted the surgical procedure, increased the risk of intraoperative infection and radiation exposure for the patient, and potentially caused mucosal damage to the vagina and uterine cavity during the retrieval process." Due to the need for an x-ray to confirm that no parts remained in the body (which required additional medical intervention and extended the procedure), this case is deemed reportable.